Event description:
It was reported that a patient underwent an obturator sling procedure and an insertion of a mirena coil in 2008. Ten days post-operatively, at the routine office visit, the surgeon noticed a small (<1cm) area of blue tape in the right vaginal fornix. The surgeon opined that he had button-holed the mucosa and had overlooked it at the time of surgery. The surgeon sutured the mucosa over the tape in the office. The patient returned a few weeks later and the area was exposed again. Also, the midline incision under the urethra seemed to be showing some blue as if the mucosa were pulling off of it and there were only a few cell layers on top. The patient was taken to the operative room under mac and reinforced both areas. The patient was given some topical estrogen to use during healing, although she wasn't very complaint with it. A few weeks later, the surgeon observed three areas where the tape was exposed. Approx four months later, the exposed tape was excised rather than just closed over, then the mucosa was re-approximated. The regions of exposed tape, right vaginal fornix and midline, were very small, approximately eight millimeters. The patient has experienced an "80 to 90%" improvement in her incontinence.

Manufacturer narrative:
Mesh exposure occurred - conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.